Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 230 pm for a high blood glucose level of 600 mg/dl. The customer's wife stated that the customer's blood glucose was high before using the pump. The customer was advised to call back to trouble shoot the insulin pump once they had more time no further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.